Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ chest pain: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture, "dissatisfaction with the shape", and "psychological discomfort". Healthcare professional later reported "chest discomfort, pain. There were no injuries" and rupture. Device has been explanted and replaced by another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, "dissatisfaction with the shape", and "psychological discomfort". Healthcare professional later reported "chest discomfort, pain. There were no injuries". Device has been explanted and replaced by another manufacturer's device.